Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient experienced infusion set's leakage event. Patient had high blood glucose levels. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.